Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a pulse generator check. Upon interrogation there was a message -device parameters invalid-. The device was at elective replacement indicator and was explanted and replaced.